Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered on by itself several times. When the device powers on by itself, it can deplete the battery and the device might not be available for therapy when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device did charge and shock defibrillation energy. The switch panel was evaluated, but no discrepancies were observed. The device was left to monitor for eight days. The device did not power on or off by itself during testing. The device was opened and an internal physical inspection was performed, but no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. A cause of the reported issue could not be determined. A replacement device was provided to the customer under warranty.